Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the keypad on the insulin pump was sticking. Customer stated the climate is muggy and humid. She also wears the device in her bra and thinks that might be causing the keypad to stick. Customer's blood glucose was over 250 mg/dl at the time of event but has been between 200 to 250 mg/dl. Customer stated the device was exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, broken reservoir tube lip, broken belt clip slot, and missing end cap sticker.